Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error message. The customer was unable to clear the advisory and immediately performed manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) continuously displays user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on" was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The probable root cause for the customer reported ua07 error was due to the patient not being correctly oriented on the autopulse platform, or the patient has shifted, which is likely attributed to an unintended user error. Upon visual inspection, noticed front enclosure has a cracked in the front-end area, unrelated to the reported complaint. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure needs to be replaced to address the observed physical damage. Also, unrelated to the reported complaint, noted lots of blood ingress corrosion on the top cover metalized coating. The top cover needs to be replacing and the autopulse platform required bio-cleaning to address this issue. The archive data indicated several ua07 around the reported event date, thus confirming the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. The autopulse platform passed the functional testing with no error or fault. The load cell characterization test confirmed that both cell modules function within the specification. The customer reported ua07 error was not reproduced. Waiting on customer's approval for service repair.

Manufacturer narrative:
The autopulse platform serial number was updated. The customer reported a complaint that "the autopulse platform (sn (B)(6)) continuously displays user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on" was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The probable root cause for the customer reported ua07 error was due to the patient not being correctly oriented on the autopulse platform, or the patient has shifted, which is likely attributed to an unintended user error. Upon visual inspection, noticed front enclosure has a cracked in the front-end area, unrelated to the reported complaint. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure was replaced to address the observed physical damage. Also, unrelated to the reported complaint, noted lots of blood ingress corrosion on the top cover metalized coating. The top cover was replacing and the autopulse platform was bio-cleaned to address this issue. The archive data indicated several ua07 around the reported event date, thus confirming the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. The autopulse platform passed the functional testing with no error or fault. The load cell characterization test confirmed that both cell modules function within the specification. The customer reported ua07 error was not reproduced. Following service, the autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.